Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between november 15, 2023 ¿ november 17, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and residual fluid inside the device¿s bladder was observed which suggests possible underinfusion. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during infusion. The infusion time was approximately 25 hours and 30 minutes. The device contained piperacillin/tazobactam 18000 mg in 230 ml sodium chloride 0.9%. A peripherally inserted central catheter (PICC) was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.